Event description:
Health care provider reported patient had loss of drug effect - an increase in spasticity. Patient was given oral baclofen so suffered no withdrawal symtpoms. Pump was found to have excess residual volume in the reservoir and the rotor was stalled. Pump has been replaced. Patient is doing well with no problems since the replacement.